Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1 b1 updated from "product problem" to "adverse event and product problem" b2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Manufacturer narrative:
Isi has not received the stapler 45 sheath for evaluation as it was discarded by the customer. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. Instrument log review of the product related to the complaint cannot be performed at this time because the instrument was discarded and instrument information was not retrieved. A review of the site's complaint history identified no other complaints related to the instrument and/ or this event. A review of the provided image was consistent with the broken fragmented stapler 45 sheath. Root cause of the failure mode cannot be confirmed without the returned device. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: all fragments were retrieved during the same procedure and no additional surgical intervention was required. However, unintended fragments falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. Follow-up was attempted, but patient information was either unknown, unavailable, not provided, or not applicable. The expiration date and serial/ lot number are either unknown or not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA. Insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the stapler 45 sheath broke and fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained additional information on 15-sep-2021. It was confirmed that the broken fragment was retrieved successfully during the same procedure, there were no post-operative tests to look for additional fragments, and the patient has not returned to the hospital due to any post-surgical complications related to retaining a foreign object. The stapler sheath was discarded therefore it will not be sent to isi for evaluation. Patient-related information could not be provided per hospital guidelines.